Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). The device was returned without damage. The device was investigated visually according to an attach/detach failure analysis checklist. As received, it was found that the device functioned according to specification. Based on review of the complaint file including the investigation of the device performance in relationship to the customer's report and monthly device trending, a CAPA is not deemed necessary at this time. Trending and device performance will continue to be monitored.

Event description:
According to the reporter, the procedure was repeated and the issue was resolved with a roth net. It was reported that the plunger of the device did not click. An endoscopy performed prior to the procedure confirmed that the patient had a normal esophagus. The physician was an experienced user of five years, trained by a company representative. Lubricant was used to facilitate device placement.